Event description:
Unit was explanted due to a report of rate decrease. No further injury or complication associated with the event. The device exceeded its published projected longevity. Failure analysis indicates loss of hermeticity.